Event description:
On (B)(6) 2011, the pt reported experiencing unexplainable elevated blood glucose of 500 mg/dl the previous night. Her normal blood glucose range is 80-150 mg/dl. She noticed blood in the infusion tubing between the tubing and headset connection and she changed the infusion set. The infusion set had been in use for 12 hours. She then injected 5 units of insulin via syringe and bolused 6 units of insulin through the infusion device and her blood glucose decreased to 140 mg/dl. This morning her blood glucose measured 300 mg/dl and she bolused 6 units of insulin through the infusion device but was unable to decrease her readings. She injected 6 units of insulin via syringe and her blood glucose decreased to 40 mg/dl. She drink orange juice and her blood glucose elevated to 120 mg/dl. Her blood glucose increased to 140 mg/dl and then to 180 mg/dl within 30 minutes. She believes the infusion device is not delivering the proper amount of insulin. The adapter had been in use since (B)(6) 2009 and she was advised to change it. The insulin cartridge in use at the time of the report had been in the insulin device for an hour. Previous to that the cartridge was test changed on (B)(6) 2011 at 12:00 pm. There was an air bubble in the bottom of the insulin cartridge and the pt declined to prime it from the system. The battery had been in use for less than 2 weeks. The pt disconnected from the infusion site and bolused 2 units of insulin and insulin dripped from the infusion tubing. Further troubleshooting did not reveal any product issues. The pt was advised to switch to her backup infusion device. She was sent adapters as a courtesy. Upon follow up on (B)(6) 2011, the pt stated her blood glucose had returned to normal after switching to her backup infusion device. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.